Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer (fse) found that power supply was working correctly and drawer 2 on the auxiliary unit was causing the system to shut down. The fse replaced the controller board on the drawer and completed the configuration. The drawer was tested using the hardware test application, and everything worked perfectly. The customer also tested the system and confirmed that the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was not powering on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.